Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that hey experienced low blood glucose level of 37 mg/dl. The customer was treated with glucose tablets and juice. The insulin pump had a power error detected alarm. The customer¿s blood glucose was unknown. The customer report they were able to rewind the insulin pump. Troubleshooting steps were provided for power error detected alarm. The customer stated that the notification light stops flashing immediately. The customer declined to troubleshoot low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device alarmed trace pointers are invalid, history pointers failed, and post-reset ram crc alarm immediately after battery installation,power supply test failed during self-test. During self test, and power error detected alarm is found in the downloaded traces due to lithium backup battery was not properly connected to electrical board. After reconnecting the internal battery connector on electrical board the device was monitored and is functioned properly. The device passed the self test, sleep current measurement, active current measurement, and the displacement test.